Event description:
PICC catheter developed a hole near the hub during placement. The nnp placing the line was able to repair the catheter. The manufacturer recommendation for syringe size was followed (used a 6ml syringe for flushing). A month earlier, a PICC catheter developed a hole at the 5cm mark during placement. This required complete removal of the catheter and placement of a new catheter in a different vein.